Manufacturer narrative:
The lot number was provided. A lot history trending review was performed and there were no similar complaints for this lot number. The device was returned to the manufacturer for analysis. The implant was observed to be detached from the pusher, and stretched. The pusher's distal black pet appears to be burnt. The pusher is severely kinked at several location. The resistance was measured to be 44.1 ohms. The monofilament recoil distance from the heater coil is 0.0145". There is a tail at the tip of the monofilament along with expanded section indicating thermal cycling, as well as a tensile pull. Based on the reported complaint and evaluation of the returned product, the monofilament was thermally cycled. The stretched and broken implant indicated that force had been applied to the device that exceeded the attachment monofilament maximum tensile specification. The device was used during the same procedure as was reported in MFR report# 2032493-2017-00226.

Event description:
It was reported that two (2) attempts were made to detach an embolization coil; however, the coil did not detach. During removal, the coil unexpectedly detached in the microcatheter. Both segments were removed in their entirety with the microcatheter. There was no reported patient injury. The patient is reported to be doing well.